Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2011 product type catheter product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2025 product type catheter product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2011 product type catheter product ID 8578 lot# serial# (B)(6) implanted:(B)(6) 2025 product type catheter product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider reporting that the cause of the volume discrepancy was due to a possible kink in the catheter. The patient is scheduled for a catheter revision and possible pump replacement on (B)(6) 2026. The pump is still delivering medication at a slower rate and will be evaluated during the revision.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011: product type catheter product ID 8578 serial# (B)(6) implanted: (B)(6) 2025 product type catheter product ID a810 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that since they got the pump, the healthcare provider had drawn out more and more residual. The patient stated that one of the last two times they drew out 37.5 ml from their 40 ml pump, and the time after that they just stopped pulling at like 32 ml and put it back in and didn't measure at all. The patient also stated that they have been scheduled for revision or replacement 3 times now, but all 3 times it had been canceled for one reason or another. The patient asked who supplies the items for the revision because ¿they wouldn't tell them what they meant by that until today and now they have told the patient what they supposedly did not have, and it was a part of the pump¿. The patient also mentioned having a critical alarm for days and stated, ¿which is no big deal because this is a new pump that will be a year old in (B)(6)¿. The agent asked the patient if they had spoken to a local representative and the patient stated no, not a medtronic representative, ¿but their clinic has switched home infusion companies 3 times in the last year and they are the only people they have ever talked to about it - the last company that had to come a couple weeks later for an adjustment had to enter everything in manually for both visits, for the nurse reported it several times and no one got back to her - patient also would not let nurse put medication back into the pump after pulling the residual out¿. The patient then stated that the healthcare provider did some looking under fluoroscopy and they decided that there was a possible catheter problem. Per the patient, ¿the doctor wrote down on the surgery request revision of pump, and they also got the patient down for an overnight for the visit so why wouldn't the representative have everything they'd need there¿. The patient also reported having withdrawal symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 12 mg/ml via an implantable pump for spinal pain indications. The hcp reported that during interrogation of a pump she received a "pump memory error". There was nothing seen in the logs related to this error and no report of a pump alarm, the hcp stated she had to renter the infusion settings, tech services advised caller to update the pump and recheck the settings.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that for the last 2 refills they were expecting 12 ml in the pump reservoir, but they had pulled out 19 ml. The hcp stated that the patient was in pain all the time, but the patient has not reported any other symptoms of withdrawal. Additional information was provided from a healthcare provider (hcp) stated that there was service code 243 (pump memory error) when she scans the patient pump for the last 2 refills. She had to re-enter the flex by doing information because the programming information was no longer saved. They do not see any errors in the pump logs. The tech services connected the hcp to healthcare information technology (hcit) to have the logs pulled from the tablet.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.